Manufacturer narrative:
(B)(4). The complaint device has been recently returned to fisher & paykel healthcare service center in (B)(4) and the repair is currently in progress. We will provide a follow-up report upon completion of the repair and our investigation.

Event description:
A hospital in (B)(6) reported that the head piece of an iw934 cosycot infant warmer was cracked in several places. This was found during a preventive maintenance check.

Event description:
A hospital in (B)(6) reported that the head piece of an iw934 cosycot infant warmer was cracked in several places. This was found during a preventive maintenance check.

Manufacturer narrative:
(B)(4). Method: the complaint device was been recently returned to fisher & paykel healthcare (fph) service center in california for repair. The faulty components were sent to fph (B)(4) and visually inspected. Results: the upper head case was found to have chipping and flaking at the bottom area of the case dome. The upper head case displayed a slight crazing and the bottom area. Sticky dirt residue was evident on the surface of the upper head case. The connector housing of the upper head harness was found to be slightly discolored. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the (B)(4) components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discolored upper harness connector of the infant warmer was most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.